Event description:
According to available information, this device required replacement due to a tubing leak. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
Titan otr pump and cylinders 1 and 2 were received for evaluation. A separation is noted in the longer exhaust tube at the tube/strain relief junction of the pump. This is a site of leakage. The surfaces appeared to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with either cylinder. Tow sutures were attached to both cylinders. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation indicates that sufficient stress(s) may have been exerted on the longer exhaust tube of the pump at the tube/strain relief junction to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.